Event description:
It was reported that during a da vinci-assisted surgical procedure, the power went out. There was a needle driver in the abdominal wall. They powered the system back on and an error message says the console is not connected to the tower and they have no visual. Technical support engineer (tse) walked caller through hard power cycle on console and system came back up normally. The caller said the camera was flipped upside down and backwards and surgeon said he could not control any of the arms, message says to undock arms and redock when ready. Tse had caller reseat the camera. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.